Event description:
While caller was hospitalized for a lung infection, caller experienced an inaccurate low reading with freestyle. The lab glucose results were 496 versus freestyle's reading of 226. The length of time between tests was reported as four minutes. Testing was completed on the forearm. Caller changed batteries and had trouble with the meter power coming on. A visual inspection revealed broken battery contacts.